Event description:
It was reported that"(B)(6) 2026, the doctor open the package and found the swg kinked prior to the patient." The user changed to a new set to complete the procedure.

Manufacturer narrative:
(B)(4). The customer returned one kinked guidewire for analysis. The opened kit also included the catheter and arrow raulerson syringe. Signs of use were observed on the returned guidewire and catheter, and the lidstock exhibited visible liquid staining. According to the customer feedback, the returned sample was contaminated in the clinical room. The end cap of the guide wire assembly was not returned with the guidewire assembly. Visual inspection identified four kinks in the guidewire, including two towards the distal end, one near the central portion of the guidewire body, and one in the j-bend region near the distal weld. Microscopic examination confirmed the observed kinks and identified a misaligned coil along the j-bend curve at the same location. Both the distal and proximal welds were present and appeared full and spherical. Four kinks on the guide wire located at 2 mm, 20 mm, 45mm, and 440mm from the distal weld. The overall length of the guide wire measured 684mm, which is within the specification of 678mm-688mm per product drawing. The outer diameter of the guide wire measured 0.847mm, which is within the specification of 0.838-0.877mm per guide wire product drawing. Functional inspection of the guidewire was performed with reference to the instructions for use (IFU) provided with the kit which states: "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The returned guidewire was advanced through the returned arrow raulerson syringe (ars) and a laboratory inventory 18 ga introducer needle. Minor resistance was encountered at the kinked location. The undamaged portions of the guidewire passed through the ars/18 ga introducer needle subassembly with little to no resistance. A manual tug test confirmed the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user , "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". The IFU also states," do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of a damaged guidewire was confirmed through investigation of the returned sample. Visual inspection identified four kinks in the guidewire, including two toward the distal end, one near the central portion of the guidewire body, and one in the j-bend region near the distal weld. According to the customer feedback, the returned sample was contaminated in the clinical room. The end cap of the guide wire assembly was not returned with the guidewire assembly. Microscopic examination confirmed the observed kinks and identified a misaligned coil along the j-bend curve at the same location. Both the distal and proximal welds were present and appeared full and spherical. The guidewire passed all relevant dimensional and functional requirements. No manufacturing-related defects or anomalies were identified in the returned guidewire during the investigation, and a device history record review did not identify any manufacturing related issues. During normal assembly, the kinked portion of the guidewire would be protected within the guidewire end cap and tubing. According to customer feedback, the defect was observed prior to use; however, the guidewire end cap was not returned with the guidewire assembly, limiting evaluation of the original protected condition. Based on the customer report and sample received, the potential root cannot be determined as it unknown if the damage occurred before or after the customer handled. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "(B)(6) 2026, the doctor open the package and found the swg kinked prior to the patient." The user changed to a new set to complete the procedure.